Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board and signal shift at the affected location (fl1). Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). (B)(4).

Event description:
The customer reported amp board warning and signal shift at the fluorescence channel (fl1) position on their fc500 flow cytometer while running patient specimen used for pre-stem cell harvest. There was no report of death, injury, or change to patient treatment as a result of this event.